Event description:
A report received from the USA stated an 840 ventilator experienced a broken oxygen (o2) sensor. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the damaged oxygen sensor. The ventilator passed extended self-testing (est), short self-tests (sst), oxygen sensor calibration and electrical safety test. (B)(4).